Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'system error watchdog - b2014775'. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the right plunger case was cracked. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log showed the watchdog alarm was followed by primary audible alarm post. Functional testing was able to duplicate the customer reported issue. The investigation determined that at level 1 the count it is below spec. The speaker was replaced, the pump was calibrated, and it passed all functional and delivery tests.